Event description:
The physician reported that the patient presented with voiding issues. A cystoscopy was performed to determine the cause and found the spanner had been expelled. During the cystoscopy, the physician found a "deep bulb" or bulbar urethral stricture just below the level of the sphincter. The physician stated it was a very tight and difficult stricture that may have been caused by the spanner anchor, but he is unsure. The stricture was dilated and a foley catheter was passed into the patient. The spanner device was initially placed in 2008. The date of expulsion is unknown. The physician reported the patient somehow displaced the spanner on his own and that perhaps the retrieval tether was left too long. Indication for use is chronic catheter wear.

Manufacturer narrative:
The device was not returned for evaluation. The physician reported that the stricture may have been present before spanner insertion due to patient history; however, exact cause of stricture could not be determined. The spanner IFU includes a statement that use of the device is contraindicated in patients with a history of urethral strictures.